Manufacturer narrative:
The doctor placed a temporary anchorage device for the patient to correct the movement. To date, the patient is doing fine. The product alleged in this incident was not returned; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that two (2) patient had experienced unexpected teeth movement after placement with insignia single patient kit. This is the first of two (2) reports.